Manufacturer narrative:
A ge service representative performed an on site investigation. The fuses were checked. The most likely cause is the motor and actuator. These parts are no longer available. The system was not put back into service.

Event description:
The customer reported that the 2600 system made a grinding noise and the x-ray tube arm locked up. No pt injury was reported.